Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted that the reload was pre-fired and engaged in interlock. During functional testing, the reload was loaded into a post market vigilance instrument, the interlock was overridden, and the reload was then applied to test media. All staples were placed and the test media was cleanly transected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the pre-fire condition with interlock engagement may occur if the instrument firing handle had been partially compressed and released after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the reload from firing a second time. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter, occurred during a laparoscopic low anterior resection procedure. The patient's medical history is colorectal cancer. The procedure was converted to open, unrelated to the device problem. The stapling device was being used for the rectal pedicle vessel resection. One reload was able to be successfully fired using the manual stapling handle. The second reload was able to be loaded without issues and the jaws could open and close. After the green button was depressed, the handle came forward and then would not allow the surgeon to squeeze it. The stapler was not able to fire. In order to resolve the issue and complete the case, replaced with another reload that worked as expected. There was no patient harm. The patient outcome is alive, no injury.